Event description:
The complainant reported that a patient endured nonsustained ventricular tachycardia during impella 5.5 support. The pump was repositioned in response to the condition and support continued uninterrupted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.